Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
It was reported the refill date was not accurate on the personal therapy manager (ptm). At the last refill the alarm date was (B)(4) 2013. At this refill, the alarm date should have read (B)(4) 2013 but it is still reading (B)(4) 2013.